Event description:
Components were explanted after femoral fracture leading to pain, lysis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.s

Manufacturer narrative:
(B)(6). An event regarding periprosthetic femoral fracture involving an omnifit eon fracture stem was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: the investigation concluded that the reported periprosthetic femoral fracture does not seem to be device related. It was reported that the patient had undergone radiation therapy which led to decreased bone quality in the left hip.

Event description:
Components were explanted after femoral fracture leading to pain. Lysis.